Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID :37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Initially a consumer reported that her recharger antenna gets hot when using it. It was not burning or hurting her, but it felt very hot. No antenna too hot screens or antenna codes were seen. Additional information received from the patient reported the circumstances that led to the recharger antenna getting too hot while using it were noted as, "after 2 hrs the device in my body gets so hot so I have to wait for it to cool down." Steps taken to resolve the recharger antenna getting to hot were noted as, "charger takes a min of 2 hrs to get a weeks worth of use. A lot of time spent charging and after 3 to 4 hours still not a full charge, so it gets hot before couple hrs. And having to charge so long and so much is a very big deterrent. Works well if you can sit for hrs every week in order to get any use. All the information never stated it will require so much charging. This has been going on since day one." Indication for use included failed back surgery syndrome and spinal pain.